Manufacturer narrative:
Submit date: 1-jun-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the door hinge was broken. The part was replaced. The firmware was updated. The unit was restored to proper operation. The unit has been repaired, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports the units pole clamp attachment comes out the rear case.